Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient family regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the device is "not functioning" and hasn't been "functioning" for a year and a half. Caller said the device working initially then it faded away. Caller said they tried all different type of things. Caller said they believe the ins is dead. There were no further symptoms or complications reported or anticipated.